Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility inventory manager reported a dialyzer blood leak. Upon follow-up, the clinical coordinator (cc) stated an internal dialyzer blood leak occurred forty-six minutes after initiation of hemodialysis (hd) treatment. It was noted that the certified clinical hemodialysis technician (ccht) stopped the blood flow upon observing blood passing through the hansen connector/coupling. The machine, a 2008t, alarmed appropriately with a minor blood leak alert. It was noted the observation of visible internal blood and the activation of the blood leak alarm occurred simultaneously. The blood leak was visually observed passing through the hansen connector/coupling. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 300 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. After the incident, the machine was removed from the treatment floor and turned over to the biomedical technician. Diagnostic tests were performed (all passed), followed by disinfection in accordance with our policy and procedure, and calibration before the unit was cleared and returned to service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The nephrologist ordered a hemoglobin check after the event once hd treatment resumed, reviewed the results the following treatment day, and instructed to restart erythropoiesis-stimulating agent (esa) for maintenance dosing. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility inventory manager reported a dialyzer blood leak. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.

Event description:
A user facility inventory manager reported a dialyzer blood leak. Upon follow-up, the clinical coordinator (cc) stated an internal dialyzer blood leak occurred forty-six minutes after initiation of hemodialysis (hd) treatment. It was noted that the certified clinical hemodialysis technician (ccht) stopped the blood flow upon observing blood passing through the hansen connector/coupling. The machine, a 2008t, alarmed appropriately with a minor blood leak alert. It was noted the observation of visible internal blood and the activation of the blood leak alarm occurred simultaneously. The blood leak was visually observed passing through the hansen connector/coupling. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 300 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. After the incident, the machine was removed from the treatment floor and turned over to the biomedical technician. Diagnostic tests were performed (all passed), followed by disinfection in accordance with our policy and procedure, and calibration before the unit was cleared and returned to service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The nephrologist ordered a hemoglobin check after the event once hd treatment resumed, reviewed the results the following treatment day, and instructed to restart erythropoiesis-stimulating agent (esa) for maintenance dosing. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, d10 concomitant medical product and therapy date codes, h6 device component code.